Manufacturer narrative:
The customer was asked to send the AED and pads used during the rescue attempt to cardiac science for investigation.

Event description:
The customer reported the AED was used on a pt and wouldn't deliver a shock. The AED was attached within the first minute of the pt going down. Another AED used on the pt delivered shocks. The pt didn't survive.